Manufacturer narrative:
No product was returned for investigation. No root cause was identified for the bleeding. The device passed all post sterile inspection checks.

Event description:
The complainant reported that during support of impella cp on (B)(6) 2025, that the patient was on rp and was then put on cp as well. The cp was then explanted at bedside with manual pressure hold. Unable to gain hemostasis, therefore patient taken to ccl and h a covered stent was needed to achieve hemostasis after cp explant.

Manufacturer narrative:
A4 is unknown. The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.